Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Fyi: a non-healthcare professional reported that intraocular lens was explanted due to unable to obtain no rotation recommendation on the system, which led to incorrect readings in the left eye during refractive surgery. The intraocular lens was replaced with advanced technology intraocular lens. There are multiple related reports for this event. This report addresses the patient initial's jh left eye and other manufacturer reports will be filed.